Event description:
A malfunction was reported on the pump, and there were no notable events preceding it. There was no adverse impact to the customer's blood glucose level. The customer experienced at least three occurrences of the same malfunction. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.